Event description:
I was implanted with a bard align r retropubic urethral support system on (B)(6) 2010. The reference # is (B)(4) with lot #huudo014, size was a few centimeters. The reason for the sling urethropexy being implanted was for urinary stress incontinence. In addition to that procedure, a hysterectomy, cystocele repair and cystoscopy was performed. All procedures were performed vaginally. I had to have a catheter for 6 weeks after the procedure was performed and continued to have to self-cath for 1 1/2 years due to urinary retention and urinary tract infections. I was hospitalized once for a severe kidney infection. I took multiple antibiotics over that entire time period for the multiple uti's that I had. On (B)(6) 2012, I had 1-2 cm of the center portion of the urethral sling removed.